Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent up buttons response due to corroded keypad traces. No moisture damage on electronic assembly during visual inspection. Unit had cracked lcd window, cracked case at display window corners.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose level was unknown. The customer also stated that they got a button error. Troubleshooting was performed for button error. The product will be returned for analysis.